Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient wanted new-mild capsule." Healthcare professional later reported "baker grade 2 and possible rupture." Patient later reported via mammogram "small asymmetries in the lateral breasts. Sonographic finds are consistent with intracapsular and extracapsular rupture of the left silicone implant." Healthcare professional later reported " this record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6a, g1

Event description:
Healthcare professional reported "patient wanted new-mild capsule." Healthcare professional later reported "baker grade 2 and possible rupture." Patient later reported via mammogram "small asymmetries in the lateral breasts. Sonographic finds are consistent with intracapsular and extracapsular rupture of the left silicone implant." Healthcare professional later reported " this record is for the left side. The device has been explanted.